Event description:
Boston scientific (formerly guidant) received information that this patient expired after a surgical procedure to repair a leaking aortic abdominal aneurysm (aaa). It was reported that the leak was likely due to a type ii endoleak. Additional information was obtained from the surgeon that performed the repair procedure. The aaa ruptured in the ER and a type ii leak was suspected; however, not visually confirmed. Aaa repair was performed using a new aortobifemoral graft and the mid-portion of the ancure endograft was removed. The procedure went well and the patient was extubated. The patient's status declined post repair and required re-intubation; however, the family declined to have the patient re-intubated. The patient then expired.

Manufacturer narrative:
The explanted portion of the ancure endograft has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.